Event description:
It was reported that there was leaking around the sheath. Sales rep said that during the procedure the catheter was very difficult to place and they had to keep twisting the catheter. He thinks that while twisting they may have cracked the aortic cardioplegia lumen. No harm or issue for the patient. Product was discarded.

Manufacturer narrative:
Device discarded by customer; product evaluation could not be confirmed. Lot number unknown therefore the device history record could not be reviewed. Root cause of the event could not be determined.